Manufacturer narrative:
Cancellation report being submitted due to completion of investigation on 30-sep-2020. No adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Device evaluation the evo-pc-10-11-6-b device of lot number c1687499 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 24th june 2020. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: multiple kinks were found on the polyimide. Safety wire returned separately. Stent was not returned. Handle was actuating fine. Following the lab evolution addition information was requested to confirm how did they removed the stent from the system "they were not able to release the stent so they removed everything togheter from the bile duct (delivery system with loaded stent)" further clarification was requested to confirm : did they deploy the stent outside the patient? Was it partially deployed when they removed it and they pulled it out? From additional information provided, "the answer is no for both questions"(ref. Att. "Fw (B)(4). Documents review including IFU review: prior to distribution all evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-6-b device of lot number c1687499 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1687499; upon review of complaints this failure mode has not occurred previously with this lot c1687499. The instructions for use ifu0057-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous path as it was reported that the ¿duodenoscope was quite angled¿. There has been some conflicting information with regard to this complaint. As per original complaint description, "as it was not possible to release the stent they removed completely the delivery system (with the loaded stent) and they kept it for further analysis. As per additional questions: ¿was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes¿ clarification was requested on this, the following was received: ¿was it partially deployed when they removed it and they pulled it out? No¿. The stent was not returned with the delivery system for evaluation, clarification was requested on how the stent was removed from the delivery system & if it was deployed outside the patient. The following response was received: ¿how did they remove the stent from the system? They told me didn¿t remove the stent from the system, they were not able to deploy the stent by pulling the trigger so they had to remove all the system (with the stent inside). If the stent was not found by you probably there was no stent ¿loaded¿ into the system at all. Did they deploy it outside the patient? No¿ as per original complaint description: ¿they washed the stent at the end of the procedure.¿ as the delivery system was returned in a fully deployed position without the stent, it is assumed that the user was able to deploy the stent outside the patient when completing their analysis of the device and on return of the device in this way the polyimide got damaged, this damage would not have occurred inside the patient as they said it was not possible to even partially deploy the stent inside the patient, therefore the polyimide would not have been exposed to become damaged. Summary: the patient did require any additional procedures due to this occurrence 'another biliary stent has been positioned in the stricture', as per original information provided ¿the procedure has been then completed by placing another biliary stent (non cook) through the stricture with no problems.¿ complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Cancellation report being submitted due to completion of investigation on 30-sep-2020. No adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. The physician positioned the wireguide in the bile duct in order to place the stent. The duodenoscope was quite angled but he managed to pass trough the stricture completely with no particular resistance, the nurse checked the directional button and started to pull the trigger with no result, she was able to pull the trigger without feeling any strange resistance but the stent did not advance. After several attempt they tried to remove the stylet to check if it was causing problems but nothing changed. As it was not possible to release the stent they removed completely the delivery system (with the loaded stent) and they kept it for further analysis. They washed the stent at the end of the procedure. The procedure has been then completed by placing another biliary stent (non cook) through the stricture with no problems. Patient outcome: 1. At what stage of the procedure did the complaint occur? During stent placement. 2. What endoscope type and channel size was used? Olympus duodenoscope. 3. What was the position of the elevator? Was it opened or closed? Opened. 4. Details of the wire guide used (diameter, type, make)? Cook medical metii-35-480. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes the stent was inserted in the bile duct. 6. How long was the stent in the patient by the time this complaint occurred? The physician was not able to release the stent so he removed all the delivery system with the loaded stent. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Not applicable 8. Is the patient known to be covid-19 positive? No. Stricture information: 1. What was the length and diameter of the stricture? Around 3 cm, diameter unknown. 2. Where was the stricture located in the body? Pancreas tumor, stenosis of the biliary duct. 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? Normal resistance. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? Yes, no problem reported. 2. Was resistance felt during insertion into patient? If yes, at what point? No , normal resistance. Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Deployment. 2. Was the directional button pressed during use? Yes. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? No. Update received 20/05/2020: were any additional procedures needed? As the first stent positioning failed they had to repeat the same procedure using another stent. What is the patient outcome? The second stent has been placed with success with no problem for the patient.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The physician positioned the wireguide in the bile duct in order to place the stent. The duodenoscope was quite angled but he managed to pass trough the stricture completely with no particular resistance, the nurse checked the directional button and started to pull the trigger with no result, she was able to pull the trigger without feeling any strange resistance but the stent did not advance. After several attempt they tried to remove the stylet to check if it was causing problems but nothing changed. As it was not possible to release the stent they removed completely the delivery system (with the loaded stent) and they kept it for further analysis. They washed the stent at the end of the procedure. The procedure has been then completed by placing another biliary stent (non cook) through the stricture with no problems. Patient outcome: at what stage of the procedure did the complaint occur? During stent placement. What endoscope type and channel size was used? Olympus duodenoscope. What was the position of the elevator? Was it opened or closed? Opened. Details of the wire guide used (diameter, type, make)? Cook medical metii-35-480. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes the stent was inserted in the bile duct. How long was the stent in the patient by the time this complaint occurred? The physician was not able to release the stent so he removed all the delivery system with the loaded stent. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Not applicable. Is the patient known to be covid-19 positive? No. Stricture information: what was the length and diameter of the stricture? Around 3 cm, diameter unknown. Where was the stricture located in the body? Pancreas tumor, stenosis of the biliary duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? Normal resistance. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient was the product inspected for kinks or damage before use? Yes, no problem reported. Was resistance felt during insertion into patient? If yes, at what point? No , normal resistance. Questions related to during stent placement: did the product fail during stent deployment or recapture? Deployment. Was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Update received 20/05/2020. Were any additional procedures needed? As the first stent positioning failed they had to repeat the same procedure using another stent. What is the patient outcome? The second stent has been placed with success with no problem for the patient.

Manufacturer narrative:
Follow-up report due to device being returned and lab evaluation completed on (B)(6) 2020 . Investigation is still pending, lab evaluation findings will be submitted in a follow up MDR including the investigation conclusions.

Event description:
Follow-up report due to device being returned and lab evaluation completed on 24jun2020. Investigation is still pending, lab evaluation findings will be submitted in a follow up MDR including the investigation conclusions. The physician positioned the wireguide in the bile duct in order to place the stent. The duodenoscope was quite angled but he managed to pass trough the stricture completely with no particular resistance, the nurse checked the directional button and started to pull the trigger with no result, she was able to pull the trigger witouth feeling any strange resistance but the stent did not advance. After several attempt they tried to remove the stylet to check if it was causing problems but nothing changed. As it was not possible to release the stent they removed completely the delivery system (with the loaded stent) and they kept it for further analysis. They washed the stent at the end of the procedure. The procedure has been then completed by placing another biliary stent (non cook) through the stricture with no problems. Patient outcome: 1. At what stage of the procedure did the complaint occur? During stent placement 2. What endoscope type and channel size was used? Olympus duodenoscope 3. What was the position of the elevator? Was it opened or closed? Opened 4. Details of the wire guide used (diameter, type, make)? Cook medical metii-35-480 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes the stent was inserted in the bile duct 6. How long was the stent in the patient by the time this complaint occurred? The physician was not able to release the stent so he removed all the delivery system with the loaded stent 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Not applicable 8. Is the patient known to be covid-19 positive? No stricture information: 1. What was the length and diameter of the stricture? Around 3 cm, diameter unknown 2. Where was the stricture located in the body? Pancreas tumor, stenosis of the biliary duct 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? Normal resistance 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes, no problem reported 2. Was resistance felt during insertion into patient? If yes, at what point? No , normal resistance questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. Was the directional button pressed during use? Yes 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 4. Was the yellow marker kept in view during deployment? Yes 5. Are images of the device or procedure available? No update received 20/05/2020 ¿ were any additional procedures needed? As the first stent positioning failed they had to repeat the same procedure using another stent ¿ what is the patient outcome? The second stent has been placed with success with no problem for the patient